Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was beeping. X-ray was also not possible. After a reboot, the system was working. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A0508: beeping a090501: no x-ray d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, g2: this event occurred in germany, see section e. H3, h6: the system was serviced in the field. The ps1 was reconnected and ps1 5,011 volt measured. System functions checked. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.